Manufacturer narrative:
Additional information: h3, h4, h6, h10 h4: the lot was manufactured july 21, 2023 - july 24, 2023. H10: the actual device was received for evaluation. Visual inspection on the unit via the naked eye noted white drug residue located on and near the blue winged cap which suggested a leak may have occurred at this location. Further inspection revealed the cause of leak was due to untightened blue winged cap. The cap thread was not exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed and the device monitored until the next day; no signs of leak were observed. The device was determined to be conforming product during functional testing. Visual inspection verified the reported condition; however, functional testing did not verified the condition. The cause of the condition could not be determined; however, the probable cause is use-related due to not securely tightening the blue winged cap. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had leaked. This was observed at the point of dispensing before use by the patient. The device contained fluorouracil 4450mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.